Event description:
It was reported that the patient complained of fatigue and shortness of breath. A chest x-ray revealed lead dislodgement. The lead was repositioned. The lead was subsequently capped in 2008.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.